Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). This information was requested but has not yet been received. The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed the reported complaint and found that back light inverter printed circuit board (pcb) to be faulty causing the black screen. Fss replaced the back light inverter pcb, which resolved the reported issue. Fss performed the field service checkout, which the unit passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the system had no image on the screen and was completely black. There was no patient involvement reported and no patient treatments delayed or cancelled.